Event description:
Patient with crohn's disease & anemia underwent capsule imaging by swallowing a m2a given capsule. The capsule became a number of lodged in the small intestine, and after a number of hours, the patient started to complain of severe abdominal pain and vomiting. Eventually, a perforation of the ileum developed and the patient underwent exporatory laparotomy, where a small hole was found, proximal to an inflamed terminal ileum and cecum were resected and an ileostomy was created. The patient recovered well postop. Pathology report is pending.